Event description:
The manufacturer received information alleging a "service required" error code and the battery is not charging. There was no allegation of harm or injury. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery or detachable li-ion, the detachable battery harness, the detachable battery circuit board, and the system board were replaced however, the error is still present, and the battery will not charge above 50%. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.